Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5101112 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone breast implants has experienced bilateral rupture and unspecified symptoms postoperatively. The patient reported that she lifted something possibly heavy and that caused the implants to rip away from the capsules and leaked through her body and ever since she feels that she has breast implant illnesses. The patient did not specify the nature of the symptoms. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.